Event description:
Da vinci vessel sealer was being used during surgery when an error code appeared on vision cart monitor: "blade exposed". Staff was unable to reuse the instrument so it was taken out and saved to be submitted to the manager.this is the third of these devices we have reported.what was the original intended procedure?robotic gyn surgery.device #1is this a laboratory device or laboratory test?no.